Manufacturer narrative:
The reported observation of ¿stimulation - lost, struck by lightning¿ was confirmed in relation to stimulation-lost, but not duplicated during analysis. A review of the logs identified consistent logging of a program overhead error. A review of the ipg diagnostic monthly program log showed voltage multiplier overhead (vmo) errors began to be logged in (B)(6) 2019. This would indicate the device was unable to deliver the therapy as programmed. This error is logged when a combination of the ipg programmed parameters and lead impedances result in an inability of the device to deliver stimulation as programmed. An overhead detect is defined as - a limit detected on the clinician programmer and patient controller at which the ipg is unable to deliver the requested output based on the selected program parameters (also referred to as vmo error). Impedance variations and low battery will impact what stimulation parameters trigger this limit. Voltage multiplier overhead (vmo) - a condition where the pulse generator is not able to provide the desired stimulation because it is at the maximum voltage the hardware can provide. Note, the pulse generator will continue to provide stimulation in vmo, but that stimulation will not be at full power. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10426. It was reported that the patient was struck by lightning. Following the event, the patient lost the ability to enable their therapy. A manufacturer representative interrogated the system and confirmed that several high impedances were inhibiting therapy. In turn, the patient underwent surgical intervention wherein the patient's system was explanted and replaced, resolving the issue.